Event description:
It was reported that the user experienced a temporary loss of dexcom g7 glucose readings on the ilet while readings remained visible in the dexcom app, after which values resumed without intervention and no alerts or alarms were reported. Symptoms included no reported clinical effects. Outcomes included no change in clinical status and no need for medical care. Investigation included user troubleshooting and education. Investigation of this case revealed that the condition resolved spontaneously with restored signal to the ilet. It was concluded that no device malfunction could be confirmed and the event was non-serious.